Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after an angiogram procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with all three prostyle devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Uf/importer report #(B)(4) received that states, "describe the event or problem: three devices failed. What was the original intended procedure? Angiogram. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;"

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers. Attachment: medsun.